Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's main keypad assembly and after observing proper device operation through functional and performance testing the device was returned to the customer for use. Physio-control further evaluated the removed main keypad assembly and observed the left side of the on button is worn and needs a firm press for recognition. The right portion of the on button is operating normally.

Event description:
A physio-control service representative was performing routine maintenance on a physio-control loaner device and observed that the device would not power on when prompted. There was no patient use associated with the reported event.